Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown medication (unknown concentration and dose) via an implantable pump. A confirmed catheter event was reported. It was stated that the pump was implanted a few days before the report. Additional information was received from the rep on 2016-07-13. The patient began experiencing the catheter issue in (B)(6) 2016; the exact catheter issue was unknown. The issue was observed post-operatively after pump replacement. The specifics of the symptoms were unknown. Surgical exploration occurred during which the pump connector was replaced. The catheter issue has been resolved. The date is an approximate date. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.